Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the oxygen (o2) sensor as a precaution only. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that on start up, a 980 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time of the reported event.